Manufacturer narrative:
Results: bd received representative samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for safety not closing over the needle with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the clinician was closing the guard on the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder when the guard went beside the needle, not over it causing the injury. Routine post exposure lab work was done, no other medical interventions required.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The actual date of event is unknown. The date received by manufacturer has been used for this field. (B)(6) 2015. The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.